Event description:
It was reported that the pump prompted customer to fill tubing multiple times. Subsequently, it was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was approximately 280 mg/dl.